Manufacturer narrative:
Received 50pc 455010p/c200534n for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint, customer pictures and samples to our affiliated location in brazil from which we receive this product. According to their investigation and comments, a review of batch records revealed no abnormalities in association with the reported issue. Customer returned samples were evaluated with regards to visual inspection, draw volume, additive concentration and gel functionality. All results met specification. Some of the customer samples were evaluated in a blood draw. Gel barriers formed correctly and good separation was observed in all tested samples when centrifuging using recommended gbo parameters within 2 hours. Tested samples did not resemble the samples as seen in customer pictures. The complaint could not be duplicated.

Manufacturer narrative:
(B)(4). Customer did not provide the date of the event. Samples were requested and when the investigation is completed, we will submit a supplement report.

Event description:
Customer states the gel is separating and allowing the rbc's to contaminate the serum after centrifugation. They have 2 centrifuges. The issue with the tubes has occurred on both. Manufacturer is drucker diagnostics, model 642e, swing bucket, max. Rcf 1999 x g, max. Force range 1000-1999 x g (per manufacturer website). 15 minute spin time.